Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving morphine (25.0 mg/ml), bupivacaine (13.8mg/ml), and baclofen (115.3 mcg/ml) via an implanted pump. The daily dose of the morphine was 5.995 mg/day; the daily doses of the other medications was not provided. The indication for pump use was spinal pain and other chronic/intractable pain (trunk/limbs). On (B)(4) 2019 it was reported that the patient was in the ER (emergency room) with an acute altered mental status. The nurse was concerned that it may be related to his pump or the pump drug and was wondering what the drug and dosing information were for the patient¿s pump. Additional information was received on (B)(6) 2019 from a company representative who reported that they were contacted by a doctor at the hospital to have the pump set to minimum rate due to the patient having difficulties. The pump was interrogated, and the current drug and dosing information was provided to the doctor. The pump was then turned down to minimum rate per the doctor¿s orders. No surgical intervention occurred, and none was planned. It was unknown if the issue was resolved. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The patient status was reported as ¿alive ¿ with injury¿ with the injury noted as ¿patient is in hospital currently, doctor stated patient was obtunded, and wanted pump to be set to minimum rate¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no device or catheter issue that was determined as being the reasoning for the device being needed to be turned down. No surgical interventions were made due to the event. The patient remained in the hospital after the device was set to minimum rate. The device currently remains intact and was not determined as the reasoning for this event. No further complications anticipated.